Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "concern with product", rupture.

Event description:
Healthcare professional reported, left side ¿rupture. Discovered, during surgery. And exchange of textured device, due to patient's concern with product¿. Device has been explanted and replaced.

Event description:
Healthcare professional reported a left side rupture, capsular contracture baker grade unknown, and exchange of textured device due to patient's concern with product. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, opening assessed as fold flaw opening and more than three opening assessed as surgical damage. ¿ anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease, particle and non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported capsular contracture baker grade unknown.

Event description:
Healthcare professional reported a left side rupture, capsular contracture baker grade unknown, and exchange of textured device due to patient's concern with product. Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 8/6/2024. A review of the device history record has been completed. No deviations or non-conformances noted.